Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having a stylus/touch screen issue where the stylus was off. It was noted that the stylus had been recalibrated and the pen replaced several times but the issue remained. There was no patient involvement. It was further reported that the device has been returned for service. It was additionally noted that the user was unable to have the pen select specific icons across the screen.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmers stylus was off as the stylus/cursor movement was jumpy and unpredictable, the overlay/bezel assembly was replaced and the stylus was calibrated. It was noted that the power cord bay and the keyboard latch were broken. It was additionally noted that the video port was missing both standoffs and both lower display hinge cover bullets were missing. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.